Event description:
During the procedure, a piece of the device being used was lost inside the patient's surgical site. The surgeon attempted to find it but was unable to do so. The piece being used was scorpion multifire needle, reference number (B)(4), expiration date of 11/30/2026. Tip of needle broke off during first pass through the rotator cuff. Felt to be imbedded in the tendon and will likely not cause harm. Surgeon noted in operative note the space was inspected without visualization of the piece and that it would do more harm to retrieve it. Most often after orthopedic surgery an xray is taken at the postoperative visit. This could determine if the piece was retained or irrigated out. The piece is 2mm by 3mm and documented as such.